Event description:
Customer reported that they received the optimum 45 deg straight w/safety with a retracted shield (catalog # 378238, lot 6032324 ) . The customer did not specify the date in which they found the shields to be retracted. There was no injury reported to patient or user. (2 of 2).